Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) shock impedance measurements. Trending displayed a few shock impedance spikes, leading to out-of-range measurements. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Technical services discussed possible causes and provided troubleshooting options. No adverse patient effects were reported. This product remains in service.